Manufacturer narrative:
(B)(6). Date of event is year valid. Explanted date is month-year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient had the ins implanted on (B)(6) 2017. There was an infection occurred at the site of the stimulator implant around (B)(6) 2017 and patient was hospitalized. During the period of spring festival of 2018, the complete set of equipment was explanted in the hospital. Patient was observing at home now. No further complications were reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.